Event description:
Information received by medtronic indicated that the insulin pump had cracked middle button. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). On the event date (B)(6) 2019. The insulin pump was returned for cosmetic damage located at the middle button. The insulin pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: missing retainer, missing reservoir tube o-ring, cracked select button keypad overlay and serial number label missing. The insulin pump was confirmed for retainer ring. However, other cosmetic damage was noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.